Manufacturer narrative:
A dario representative will continue to follow up with the user in order to further investigate this issue. In case additional information is gathered, a follow up report will be submitted.

Event description:
On july 16th, the user, who lives in australia, contacted dario to report inconsistent blood glucose (bg) readings. The user reported that for the past several weeks, he noticed that he had been receiving very different bg readings on his dario meter when compared to the bg readings on his non-dario meter. The user reported receiving a bg reading of 13.9 mmol/l from his dario meter compared to a bg reading of 6.9 mmol/l from his non-dario meter. The user reported that the reason that he started comparing between the two meters was due to the significant differences in bg readings that the user was receiving between his doctor's meter and the non-dario meter, versus the bg readings the user was receiving from his dario meter. The user mentioned that his dario meter is not very old.